Event description:
During a coronary angiography of the aha 3 lesion, the cypher was inflated gradually at the target lesion; however, the stent wouldn't inflate enough though the pressure was applied up to 8 atm. Therefore, the pressure was applied until 16 atm and the stent then deployed, post-dilation with a balloon (product unknown) was conducted and the procedure was safely completed. The target lesion was aha 3. The vessel was a de novo, slightly calcified and slightly tortuous. There was 85% stenosis. Radial approach was chosen for the procedure. Pre-dilatation was conducted, but details are unknown. The ratio of the contrast medium was 1:1. There was no product damage indicated as being observed during the initial inspection. It is unknown if any problems were noted during prep. There were no problems advancing the product to the target site. There was no resistance/friction encountered. There were no problems indicated removing the product from the patient. There were no damages noted to the product after removal. There was no injury to the male patient. The physician commented that the stent wouldn't inflate from the beginning and stated at the beginning, only the proximal end of the stent inflated and the distal end would not inflate at all. A contrast medium leak could not be confirmed, but a pinhole rupture was suspected.

Manufacturer narrative:
This product is available; however, it has not been received for analysis as stated. Additional information will be provided within 30 days of receipt.